Event description:
It was reported that the left ventricular lead dislodged. The lead was capped and replaced. It was further reported that during the implant procedure the physician attempted to place a 4196 lead, but the lead could not be advanced over the hybrid guidewire. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. Blood/body fluid observed on all conductors (not obstructed).